Event description:
It was reported that the patient received an incorrect dosage of heparin, and the patient received more heparin than intended. The event occurred on (B)(6) 2023when the bag of heparin was hung at 0519. The rate was set at 1600units/hour (16ml/hr.). At 1358 on (B)(6) 2023, the rate was reportedly titrated up to 2176units/hr. (21.76ml/hr.). There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-238501 is a concomitant. Please refer to manufacturer report number 2016493-2023-238654, which captured the correct suspect device per investigation report.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received an incorrect dosage of heparin, and the patient received more heparin than intended. The event occurred on (B)(6) 2023 when the bag of heparin was hung at 0519. The rate was set at 1600units/hour (16ml/hr.). At 1358 on 08 (B)(6) 2023, the rate was reportedly titrated up to 2176units/hr. (21.76ml/hr.). There was patient involvement, but the outcome is unknown. Although requested, no further information was provided.